Event description:
The translated customer reported symptom was device reset. We will consider this to have been unexpected reset/shutdown which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The translated customer reported symptom was device reset. We will consider this to have been unexpected reset/shutdown which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. The local philips service rep replaced optical/energy select switch to resolve this malfunction.